Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 81% stenosed, 13mm x 2.8mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 2.50x16mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).